Manufacturer narrative:
(B)(4). A device history record review could not be conducted since the lot number was not provided. The device has been received, however, the evaluation of said device is still in progress at the time of this initial report.

Event description:
Customer complaint alleges the device failed the circuit leak. Passed with another circuit. Alleged issue reported identified prior to use during functional testing. No patient impact or consequence reported.

Manufacturer narrative:
(B)(4). One (1) dual limb 1607 ventilator tubing set , long length was returned for investigation. This circuit had already been out of the bag for leak testing at the customer site. A visual inspection was performed to examine the sample for any signs of abuse/misuse/damage. None were noted. The dual limb 1607 ventilator tubing set, long length was setup for leak testing. Per iso standard 5367 annex e, the ventilator tubing set was tested at 60 +/- 3 cmh2o of pressure with incoming equipment pressure set a 30 psi. The acceptable leak value is = 30 ml/min. The actual ml/min pressure recorded at test was 28 ml/min. The 1607 ventilator tubing set does leak, but well within the established iso acceptable parameters. The complaint sample was tested against iso standard 5367 annex e which states at 60 +/- 3 cmh2o of pressure with incoming equipment pressure set a 30 psi the acceptable leak value is = 30 ml/min. The sample was well within the iso specified leakage value.

Event description:
Customer complaint alleges the device failed the circuit leak. Passed with another circuit. Alleged issue reported identified prior to use during functional testing. No patient impact or consequence reported.